Event description:
A report was received that the patient's ipg was replaced during a lead revision procedure. The physician replaced the ipg because he felt it was not charging correctly. The patient is reportedly doing well.